Event description:
A nurse reported the catheter material split just below the inserted bard on the connector. The patient did present with peritonitis and was treated. The connector was not broken. The catheter was repaired and a new connector installed. No additional harm or injury was reported.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. The user did not specify if this was the initial use of the device. The catalog number and lot number was not provided. The actual date of event and device implant dates were not provided and are estimates. A follow-up report will be submitted when the evaluation has been completed.